Manufacturer narrative:
The pod was received with the cannula deployed; it was confirmed that the pink slide moved forward and the formed needle was fully retracted. The download data shows that the device ran 45 first prime pulses and was deactivated after 3593 pulses. Damage was observed on the bottom housing cannula window indicating the chassis sub-assembly was incorrectly installed into the bottom housing. This resulted in a failure of the needle mechanism to deploy as intended. The exposed portion of the soft cannula was also found stretched and torn, allowing fluid to exit the tear. It cannot be confirmed when or how this damage occurred.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose (bg) levels reached 330 mg/dl while wearing the pod between 4 and 24 hours. Due to elevated bg levels, patient was unsure if cannula was properly seated in the infusion site (leg). As treatment, manual injections were administered and pod was replaced.